Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t-wave oversensing resulting in multiple inappropriate shocks. Device data was sent to technical services (ts) for review. Device data showed six shocks were delivered across two episodes. The device was programmed to the secondary vector at the time of the delivered shocks with the suspected cause being changing morphology and qrs/t ratios. Following an exercise test, the device was manually reprogrammed to the primary vector and a one therapy zone at 250 beats per minute to mitigate further oversensing and inappropriate shocks. Ts then discussed additional troubleshooting and programming options to be considered in the future. This system remains in service. No adverse patient effects were reported.